Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were removed and were not returned. No device malfunction suspected. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and a half prior to the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 16739515.